Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the needle has come loose intraoperatively. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1588rtt batch number 15212254 was received for investigation. Functional testing doesn't apply to this device. Upon visual inspection, it was observed that the needle had detached from the suture, and crimp marks were noted on the tip of the suture. An eco-34288 was implemented to improve the manufacturability of this device.